Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer experienced hyperglycemia of 750 mg/dl due to an insulin leak in the infusion device system. He felt sick and nauseous and realized his t-shirt was wet with insulin. He went to the emergency room and was treated with an infusion. The alleged product was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.